Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04aug2020.

Event description:
It was reported to philips that the device had a touchscreen failure. The device was reported to be in clinical use at the time of the event, however there was no patient or user harm reported as a result of this event. The customer confirmed there was no delay in therapy as a result of this event. The customer noted the failure with the touchscreen when trying to review history data. A philips authorized service personnel (asp) evaluated the device and confirmed the reported problem with the touch screen. The asp replaced the touchscreen to resolve the issue. The device passed testing and inspection and returned to full functionality. The device was placed back into service and remains at the customer site.